Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm but was unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.